Manufacturer narrative:
A collaborative investigation was completed by data innovations (manufacturer), abbott laboratories, and tacoma general hospital (user facility) for a report that after upgrading the sunquest ix lis (sisixlil) component driver to v8.00.0013, the site indicated that ~20 patients had a mismatch of specimen ids to patient name. Investigation determined that if multiple patient samples and patient ids are contained within a loadlist, and at least one sample contains aliquot instructions, the aliquot instruction is being associated to the incorrect parent specimen tube. This results in a mismatch of specimen ID to patient name. This constitutes a malfunction of a component driver (sunquest ix lis v8.00.0013) associated with the data innovations (di) im medical device. A known issue (ki) has been created to correct this issue. The investigation also determined that within sunquest, there is a "validate mrn/name against acc" configuration option that when set to "enable", will check for mismatch of patient name and specimen ID on the result. If there is a mismatch, the results will not be sent to the laboratory information system (lis). No results were sent for affected patients and the user facility is not aware of any adverse impact to patients.

Event description:
A representative from the distributor reported on (B)(6) 2024 that after a user facility completed an upgrade of the sunquest ix lis (sisixlil) driver, ~20 patients had a mismatch of specimen ids to patient names.